Event description:
The customer reported that there are discrepancies between his blood glucose level and his sensor readings. Prior to the event, the patient was attempting to calibrate and he received a calibration error. The blood glucose reading at the time of the event was 420 mg/dl. The customer was driving at the time of the call. He didn't want to troubleshoot and decided to go home. The current blood glucose reading is 350 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.